Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was performed but could not be completed because the receiver was unable to communicate with the global communication tool. The receiver case was opened for further evaluation. An interior inspection found the moisture detection. The reported event of an error icon display was confirmed due to moisture detection. A root cause could not be determined.